Event description:
This report is being filed after the subsequent review of the following journal article: ¿complications rates associated with different treatments for mandibular fractures¿. Moreno, j.c., fernandez, a., ortiz, j. A. And montalvo, j. (2000). Journal of maxillofacial surgeons. 58:273-280. This study compared the complication rate with different types of mandibular fracture treatment. A total of 245 patients who presented with 386 fractures were retrospectively analyzed. These patients were hospitalized and under went surgery over a four year period (1993 to 1996). After having excluded the patients with isolated condylar process fractures, 232 patients with 367 fractures comprised the study group the mean age of the patients in they study was 28.9 years (ranging from age 14 to 87 years), 195 males and 37 females. Nineteen patients were implanted using ao 2.4 mm system (intraoral or extraoral approach, 2.4 mm bone plate with immediate jaw mobility. Three patients had infection, one patient with malocclusion, one patient had plate removed, one patient had sensory disturbance. Thirty-two patients were implanted using ao 2.7 mm system ( intra oral or extraoral approach, 2.7 mm bone plate and immediate jaw mobility. Four patients had infection, one patient with malocclusion, two patients had plate removal and one patient had sensory disturbance. The country of origin is (B)(6). This is report 1 of 1 for (B)(4). This report is for an unknown ao plate. This report is for one device.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is being filed after the subsequent review of the following journal article: ¿complications rates associated with different treatments for mandibular fractures¿. Moreno, j.c., fernandez, a., ortiz, j. A. And montalvo, j. (2000). Journal of maxillofacial surgeons. 58:273-280. This report is for an unknown ao plating system /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.